Manufacturer narrative:
(B)(6). Lot 17d031 was manufactured april 18, 2017 ¿ april 19, 2017. One actual folfusor unit was received at the plant for evaluation. The unit was returned to the plant containing approximately 215 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device had been filled with 8g flucloxacillin. The reporter stated that the patient had a skin tunneled central line. The clamp was open on the line and there were no obvious signs of the line kinking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.